Manufacturer narrative:
Based upon the review of lot records, work orders, and prior reports no issues with the lot were noted. Actual device was not returned hence no device evaluation was performed. Furthermore, medical records were requested but were not obtained. Endoleaks are a known risk of the procedure, as identified in the product labeling. No conclusions could be drawn.

Event description:
It was reported that approximately 17 months post-implant of a suprarenal aortic extension and a bifurcated device, bilateral distal type I endoleaks were identified on a computed tomography scan. The patient was treated with two limb extension, which successfully corrected the endoleaks. It was reported the patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device not returned to manufacturer.